Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - reuse of single-use product issue was confirmed; however, a root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Evaluation code has been updated to 67, since the cause was undetermined.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services(gts) regarding assistance with a check lines and bags alarm during the setup on the homechoice machine(hc). The home patient stated she started over with new supplies twice, but a cassette once. The technical service representative(tsr) assisted the home patient(hp) to get a new protein bag, hook it up, and open the clamp. The tsr advised the hp to call back if there are any further problems. The home patient(hp) was contacted on (B)(6) 2011. The hp stated that at the time of the event she had only changed out part of her supplies. The hp stated she eventually changed out all of her supplies and resumed therapy without any complications. No adverse event or medical intervention was reported. There was patient involvement; however, there was no injury or medical intervention reported.